Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had damaged. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of ¿the wire was noted as coming out the side of the lead¿ was confirmed. As received, a complete lead without a guidewire was returned in for analysis. Visual inspection found lead body insulation perforated and inner coil damaged at the distal region of the lead. The cause of the reported event was due to lead body insulation perforated by guidewire consistent with procedural damage.